Manufacturer narrative:
No report of injury, procedure delay, or cancellation. The user facility stated the unload door would not close, tanks 1 and 2 would not fill, and there was leaking from their reliance 130 cart washer. Following the reported event, a steris service technician arrived onsite to inspect the reliance 130 cart washer. The technician found that the case carts were not emptied before being washed, specifically the trays were not removed. The case carts are not intended to hold products for processing in the cart washer, rather utilized to transport items within a surgical processing department. The trays that were present when the cart was placed in the washer contained a filter media which caused the sump pump to suction the filter media material and become clogged and overheat. The overheating resulted in the relay to trip and the doors to stop working, which stopped the tanks from filling, flooding the unit. The reliance 130 cart washer's operator manual states (p.1) "always verify carts are empty of any item and all doors are open before processing." All items, including trays, must be removed from the case carts prior to washing. The steris service technician contained the water, replaced various parts, ran a test cycle and found the unit to be operational. The leak was attributed to user error. The steris service technician performed in-service training to the user facility personnel on the proper procedure for emptying case carts prior to placement in the washer. The unit was manufactured in 2007 and not under a steris service contract. No additional issues have been reported.

Event description:
The user facility reported that their reliance 130 cart washer was leaking water.